Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that they had ¿very loose¿ bowels which started on monday. Due to the loose bowels, they went to check their implant and the patient reported seeing the por screen on their programmer (pp); they saw a picture of a phone with por on the screen of the pp. They initially stated that they saw the por on the day of the call, but also indicated that they may have seen it earlier. It was recommended that they follow up with their healthcare provider, and they were also sent a listing of other local healthcare providers who could assist them. No further patient complications are anticipated or expected as a result of this event.